Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to a bad scope. However, the root cause of the phenomenon could not be determined as the subject device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during installation, the high-definition lcd monitor had no input on the serial digital interface (sdi) ¿ 1. Subsequently, the cable was switched to sdi ¿ 2 and the image was able to be displayed. There was no patient involvement in this event.